Event description:
Our hospital infection control program was performing an epidemiologic investigation of a burkholderia species cluster related to endoscopic sinus surgeries. A portion of this investigation included bacterial culturing of twelve -12- partially-used bottles of clear dipp, an endoscopic mirror defogger manufactured by sultan healthcare. All bottles grew pseudomonas aeruginosa. In response, an additional unopened, sealed bottle was set up for bacterial culture and also grew the same bacterial organism. The product lot number is 25681. Diagnosis or reason for use: endoscope mirror defogger.